Event description:
It was reported that the left monitor on the 6600 system was blank during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier power supply board was repaired during the service call. The system was tested, and found to be working as intended, and put back into service.